Event description:
It was reported that an xray identified fractured rods and resulted in a revision surgery. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
Per the instructions for use, "possible adverse effects" include: loss of fixation or bending, fracture, loosening or migration of the implant or instruments; reoperation.

Manufacturer narrative:
Device not return for evaluation. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Product not returned for evaluation.